Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their scs ipg due to the frequency of charging becoming burdensome. However, the patient's recharging habits were within manufacturer specifications. Since the patient did not recharge their device per manufacturer guidelines, the ipg stopped communicating with external devices and became inoperable. The patient underwent surgical intervention wherein the device was explanted and replaced to resolve the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.